Manufacturer narrative:
Complaint # (B)(4); record # (B)(4).

Event description:
It was reported a patient had an intra-aortic balloon (iab) insertion. Under radiography the doctor found the iab unfolded. The iab was removed and replaced. There was no injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The sheath and extender tubing were also returned. Dried blood was found occluding the inner lumen. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. We were unable to confirm the reported difficult/unable to inflate/deflate problem. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported a patient had an intra-aortic balloon (iab) insertion. Under radiography the doctor found the iab unfolded. The iab was removed and replaced. The was no injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported a patient had an intra-aortic balloon (iab) insertion. Under radiography the doctor found the iab unfolded. The iab was removed and replaced. The was no injury to the patient.